Event description:
It was reported the black valve from the sheath was leaking when the pa catheter was inserted. Blood came out in the cath guard; this appeared immediately after insertion. There were no reported pt complications.